Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said the ins didn't provide effective therapy results and they've had to "straight cath" since implant. They also mentioned taking steps with their healthcare provider (hcp) to have the ins removed. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ see also manufacturer¿s report # 3004209178-2019-10735 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the reported that their urinary retention was pre-existing due to a fall in 2008. As an intervention performed to relieve the retention issue, the patient straight catheterized 2 times a day. The patient also indicated that they need to remove the stimulator. There were no further complications reported or anticipated.